Event description:
The user reported that the unit stopped working. Our inspection found a cut in the cord near the switch that could have exposed the user to bare wire.

Manufacturer narrative:
The user reported that the unit stopped working. Our inspection found a cut in the cord near the switch that could have exposed the user to bare wire. This type of failure is usually the result of excessive bending of the cord. We have initiated a CAPA project ((B)(4)) to remedy this issue.